Event description:
It was reported that the user experienced persistently high glucose throughout the day with a highest glucose level at 294 mg/dl while using an ilet with fiasp prefilled cartridges, after a morning supply change with all new supplies and no noted scar tissue, and the user observed insulin cartridge leakage consistent with a reservoir component issue; the case type included cartridge leaking with troubleshooting and education completed for high glucose. Investigation of this case revealed leakage associated with the reservoir seal consistent with a leak or splash device problem affecting the cartridge/reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.